Event description:
Customer reported via phone, she has been experiencing high blood glucose lately, 450 mg/dl, and she was concerned if the device wasn't working properly. Customer contacted doctor and is waiting on a call back to ensure basal numbers are correct. Treated with manual injections and current blood glucose was 215 mg/dl. Troubleshooting was performed and no anomaly was noted. Customer declined to perform high pressure test as she wasn't home and was going to wait on her doctors' call. Customer was advised to call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.